Manufacturer narrative:
(B)(4) initial/final emdr. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The 5fr para / thora trays are causing some issues. Drainage is taking too long with the 5fr catheter and when trying to screw in the catheter to the tubing there is some leaking and air gets into the system. The concern is that the small catheter size would lead to too much negative pressure and sucks the small bowel closer to the catheter and prematurely halts drainage. No harm came to the patient. No sample/lot.